Event description:
The distributor reported that the ventilator showed symptoms of duckbill contamination/degradation. The ventilator was removed from a pt and placed on a test lung.

Manufacturer narrative:
The distributor did not return the ventilator to the manufacturer. The distributor disassembled the ventilator and provided the manufacturer with photos of the removed components. The complaint was verified based upon the evaluation of the photos.